Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows a partial view of the drainage catheter hub attached to an external connector. A sheet or cloth-like material is observed beneath the device, with fluid present on the material. However, the image does not clearly demonstrate that the fluid originated from the device. Therefore, the investigation is inconclusive for the reported fluid leak issue as no objective evidence was provided for review. The definitive root cause for the reported fluid leak could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, patient underwent an ultrasound guided ascites drainage catheter placement procedure using navarre drainage catheter. It was reported that the, sure loktm allegedly leaked through the small hole. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, patient underwent an ultrasound guided ascites drainage catheter placement procedure using navarre drainage catheter. It was reported that the, sure loktm allegedly leaked through the small hole. The procedure was completed using another device. There was no reported patient injury.